Event description:
In 2008, the lay user/pt contacted lifescan alleging that a one touch ultramini meter would not power on. The pt indicated that the alleged meter issue started on the day before, at around 1:00 - 2:00 pm. The pt reportedly did not know how to use the meter. At an unspecified time after the alleged issue began, the pt reportedly did not feel well. It is not clear what symptoms the pt had at the time. The pt was able to test on an unidentified backup meter and got a result of "250 mg/dl". It is not known what date/time the result of "250 mg/dl" was obtained. According to the pt, he then began to feel thirsty an unknown time later. The pt administered self-care by taking an increased dose of diabetes medication. The pt took 2 more units of 70/30 insulin. It would have been helpful to know the following info: the patient's testing frequency, his diabetes management and medication regimens, what date/time the pt tested on his backup meter, what time the pt started feeling unwell, what symptoms he had when feeling unwell, and what time the symptom of thirst began. In addition, it would have been helpful to know what actions the pt took in response to the meter issue, what actions the pt took before and after feeling unwell, and what actions he took before testing on the backup meter. The reported meter issue was resolved with training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he started feeling unwell after the alleged meter issue began. In addition, he also reported feeling thirsty after the alleged issue. The duration of time for when he was unable to check his blood glucose before he started feeling unwell and before he was able to test on his backup meter is unclear.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.